Manufacturer narrative:
Investigation evaluation: device one: our laboratory evaluation of the product said to be involved determined the needle had a significant bend. The stylet wire and three (3) fiducials, that have not been deployed, were included in the return. The stylet wire was returned extended 2.5 cm outside the proximal end of the handle. The stylet wire exhibited a bend near the area that was outside of the proximal end of the handle. The needle adjuster was placed on "8" and the needle advanced and retracted as expected when the handle was manipulated. The handle was manipulated forward in the advanced position and a visual inspection of the needle was performed. The needle exhibited a significant bend distal to the sheath. The needle was bent from the distal tip of the sheath to the distal tip of the bevel of the needle. A bend in the sheath was observed 3 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. When advancing the device through the endoscope resistance was felt advancing the sheath into the endoscope near the base of the handle. The resistance was felt due to the bend in the sheath. The device was eventually attached the biopsy port. The needle would advance and retract when the handle was manipulated as intended. Once the needle was in the advanced position, pressure was applied to the thumb ring to deploy the fiducials. The fiducials did not deploy as the stylet wire began to bend significantly near the thumb ring. The device was taken out of the endoscope and the stylet wire was removed and replaced by a stylet wire from our laboratory stock. The device was again advanced through the endoscope. Once the needle was in the advanced position, pressure was applied to the thumb ring to deploy the fiducials. Each fiducial deployed successfully. The user stated that the fiducials would not deploy. The user most likely experienced this due to the bend near the base of the handle and due to the stylet wire becoming bent near the thumb ring. Device two: our laboratory evaluation of the product said to be involved determined the needle had a significant bend. The stylet wire and three (3) fiducials, that have not been deployed, were included in the return. The stylet wire was returned extended 1.2 cm outside the proximal end of the handle. The stylet wire exhibited a bend near the area that was outside of the proximal end of the handle. The needle adjuster was placed on "8" and the needle advanced and retracted as expected when the handle was manipulated. The handle was manipulated forward in the advanced position and a visual inspection of the needle was performed. The needle exhibited a significant bend distal to the sheath. The bend in the needle was a much sharper bend than exhibited in device one. A bend in the sheath was observed from 3.5 cm to 8.1 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port . In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. The device advanced through the endoscope, without resistance. The device was attached to the biopsy port. The needle advanced and retracted when the handle was manipulated as intended. Once the needle was in the advanced position, pressure was applied to the thumb ring to deploy the fiducials. The fiducials did not deploy as the stylet wire began to bend significantly near the thumb ring. The device was taken out of the endoscope and the stylet wire was removed and replaced by a stylet wire from our laboratory stock. The device was again advanced through the endoscope. Once the needle was in the advanced position, pressure was applied to the thumb ring to deploy the fiducials. The fiducials did not deploy successfully. The sharp bend in the needle of the device most likely contributed to the fiducials not being able to deploy. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "identify desired site based on previous findings from endoscopy, radiography and/or CT scans. Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instruction for use states: "attach device to endoscope accessory channel port." The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. The instructions for use states under system preparation: "advance stylet until resistance is felt to ensure stylet is flush with proximal fiducial marker. Note: excessive pressure on stylet may result in premature deployment." Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus), the physician used two (2) cook echotip ultra fiducial needles. The same [thing occurred] for both devices. The fiducials would not deploy inside or outside of the patient. The third one worked fine. The following additional information was received on 03/22/2018: the area representative was not aware of a kink or bend at any part of the needle. There was no additional information at this time. The devices were evaluated on 05/14/2018 and it was observed there was a significant bend in both needles.